Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -18.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. In a subsequent surgery later that day, the lens was removed and a same size lens was implanted due to the initial lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
B5 - the lens was removed on (B)(6) 2022 and a same size lens was implanted in a subsequent surgery later that day due to the initial lens tear/break during injection/delivery into the eye. Problem resolved. Claim# (B)(4).